Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was found unconscious in the hospitals corridor after an implant procedure. Attempts to resuscitate the patient were performed for over an hour without success. The pathologist opened the patients body and noted the leads were broken. The patient also had several neurological diseases for which an investigation was started and ongoing. It was noted that the pacemaker exhibited no visible spikes in the ECG. No additional information was available at this time.

Manufacturer narrative:
Correction/retraction: this report is to retract report 3010215456-2016-01984. This report was erroneously submitted. This is a not a reportable event as this is an investigation device exemption product. All previously submitted information should be corrected to not applicable and null fields.